Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent altitude alarms occurred. There was no patient involvement, as the pump was being used for demonstration purposes and was not being used by a customer at the time of the event. Reportedly, the alarm was able to be cleared.